Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range shock impedance measurement through the remote monitoring system. Attempted to obtain additional information but a local field representative could not provide any further information. The device and lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.